Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer¿s adc freestyle libre reader had a display issue. Caller further reported she administered an unspecified amount of insulin, because the partially displayed reading appeared to suggest the customer was in hyperglycemia. No sensor scan was performed. Caller noted that due to the ¿exaggerated¿ amount of insulin that was given, customer became hypoglycemic. Customer was taken to a hospital where she was treated with glucose via intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has been performed on the returned sensor. Vertical lines were observed on the display screen. There was no evidence of damage to the reader case or glass. Mix match testing with the returned lcd determined that the cause of the vertical lines on the screen is a defective lcd component. The complaint is confirmed.

Event description:
Customer¿s caregiver reported customer¿s adc freestyle libre reader had a display issue. Caller further reported she administered an unspecified amount of insulin, because the partially displayed reading appeared to suggest the customer was in hyperglycemia. No sensor scan was performed. Caller noted that due to the ¿exaggerated¿ amount of insulin that was given, customer became hypoglycemic. Customer was taken to a hospital where she was treated with glucose via intravenous infusion. There was no report of death or permanent injury associated with this event.